Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a no image issue was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is not functional. During a standard service inspection of the customer returned device, a no image issue was noted. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and the device evaluation. Please see updates to b5, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device evaluation found that the serial digital interface 1 was physically damaged and serial digital interface 2 was non-functional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the serial digital interface 1 was physically damaged and the testing could not be completed because the cable could not be connected. It¿s likely that the loss of image occurred due to the excessive force applied to the serial digital interface 1 terminal. However, the root cause of this event was unable to be identified. Additionally, it¿s likely the serial digital interface 2 did not work due to a printed circuit board failure. However, a root cause of the printed circuit board failure was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that serial digital interface 1 terminal was deformed and serial digital interface 2 was not working. Testing from serial digital interface 1 was unable to be completed due to the inability to connect the cable. This report is being submitted for the loss of image, as well as the damaged serial digital interface 1 and non-functional serial digital interface 2.